Event description:
The instructions were very helpful. I purchased your product on (B)(6) 2013. Today is (B)(6) 2013. I have already bitten through the blue portion of the night guard and it is separating from the clear portion. I also wake up with white spots on my teeth which stand out and often remains throughout the day. I wish you would have told me this, and also given a timeframe for the lifespan of the night guard. I feel cheated and dissatisfied with the poor quality and lack of integrity your product has. I played high school lacrosse for 4 years, wearing a mouth guard which I routinely grinded my teeth in and never chewed through it. I am requesting either a full refund of (B)(6) or another night guard to try. If this cannot be done, I will go back to sports authority to buy another mouth guard. I will also inform my mother (who works at (B)(6)) to recommend to the dental department to tell students not to use your products. Thank you. (B)(6).

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.